Manufacturer narrative:
Additional information received from the customer on 24 feb 2016: on (B)(6) 2016 a c4601s cusa excel 23khz standard single use tip was in use and broke. The procedure being performed was a soft tissue one -- a liver resection (segments vii, ii and iii). The tip was not in contact with any other instruments or metals; the surgeon only had the handpiece in his hand. The equipment settings were: tissue select standard, amplitude 100, irrigation 4, suction 30 (surgeon preference); the cusa had been tested before touching the patient and there were no alarms from the generator at that time. The device was connected to the machine and tested at '100' without incident, however when put into use on a patient the machine only got to '10' on the amplitude. There didn't seem to be much power at the tip and approximately 5mm of the end broke off. The surgeon requested a replacement of the handpiece and tip and one was available. There was a delay of 5 minutes in surgery time while the replacement was set up and tested. There was no patient injury or death alleged.

Manufacturer narrative:
Integra completed its internal investigation 04/28/2016. The investigation included: method: DHR review. Review of complaint management database for similar complaints. Visual examination. Results: evaluation: inspection of the tip under magnification confirmed visible damage with a portion broken away measuring 2.30mm in length. The nature of the damage is consistent with contact with another metal object during use or possible multiple use of this single-use tip. Note that the customer stated that the amplitude dropped from 100 to 10. This drop in amplitude is consistent with the tip coming in contact with a metal object during use and sustaining damage. Since the lot number was not provided, the device history record (DHR) could not be reviewed. A complaint history review was performed and documented in the product impact assessment. Scar¿s and CAPA's initiated from february 2014 ¿ february 2016 were reviewed. There were no scar¿s and/or CAPA¿s initiated to investigate any incident related to the reported condition. No trend has been identified. Conclusion: the root cause of the damage was not conclusively determined but, is consistent with contact with a metal object during use. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A complaint was received that a c4601s cusa excel 23khz single use tip broke while it was in use on (B)(6) 2016. The device was connected to the machine and tested at 100; however, when put into use on a patient the machine only got to 10 on the amplitude. A consultant stated that there did not seem to be much power. Then the approximately 5mm of the end of the tip fell off. No patient harm, injury or death alleged. All of the pieces of the tip were collected by the surgeon and will be returned for investigation. It is unknown if the event led to an increase in surgery time. There is no record of the batch used as the tip was assembled on the last use. Additional information has been requested and is pending.